Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2017 that they were getting recurring air bubbles in the reservoir even after pushing them out. Customer reported a high blood glucose level of 310 mg/dl. Customer also reported having issues with bent cannula. Troubleshooting did occur but did not resolve issue. Reservoir will not be returned for analysis.